Event description:
It was reported that this pacemaker device exhibited p-wave atrial under-sensing during atrial fibrillation (af) episodes, with low intrinsic p wave amplitude. A request was made to have data from this device analyzed. Data analysis identified the under-sensing and provided recommendations for programming to adapt sensitivity of the device to the p wave amplitude. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.